Event description:
Additional information received from a consumer (con) reported the patient had a complete system replacement due to infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen via an implantable pump. It was reported that the pump was eroding through the pocket skin. The environmental, external or patient factors that may have led or contributed to the issue and diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was they would try and implant new pump and catheter and put the pump in a different location. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. Additional information was received on 19-mar-2024 and it was reported that over the weekend the pump was explanted out of the pocket but taped to the abdomen to continue the patient¿s therapy as they were running at 821mcg/day. The infectious medicine gave the ok to replace everything today.